Manufacturer narrative:
(B)(4).

Event description:
When the livewire catheter was placed in the patient¿s heart and advanced to reach the atrium, the catheter did not return to a neutral position and the catheter could not be removed. The catheter had to be cut and the remaining portion of the device was removed with a snare. There were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation concluded that the catheter had been cut and separated into two pieces. In addition, multiple components of the catheter shaft were damaged. Functional testing of the device was not possible due to the catheter being received in two pieces. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the reported withdrawal difficulties remains unknown.